Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer reported the alarm was recurring and the insulin pump was continuously prompting a restart. The customer's blood glucose was unknown. The customer stated the alarm did not occur during the rewind/prime process. The customer also reported the correct bolus amount was recorded in the bolus history. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis.